Manufacturer narrative:
Unable to prime unit during prime/delivery test and motor error during basic occlusion test due to forced sensor resistor damage by moisture. Unit passed displacement test. Unit received with broken belt clip slot and reservoir tube lip. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window. The motor was tested outside the device and passed. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 231 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field or MRI as customer had a mammogram while still connected to insulin pump. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.